Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address effusion and metallosis. Corrosion was noted at the head neck junction.

Manufacturer narrative:
The devices associated with this report were not returned for examination. A search of the complaints databases against the provided product and lot code combinations finds no other reports of infection against the 2176001, 2179472 , 2183155 lot codes, while one other report of infection against the 2179472 lot code was found. Previous review of device history records found no related manufacturing deviations or anomalies that would have contributed to the event. The investigation can draw no conclusions with the information provided. It was initially reported the patient was implanted on (B)(6) 2006 and explanted on (B)(6) 2011. It is not likely the devices contributed to the patients reported infection almost 5 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.